Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery cover screw not tightening was confirmed via evaluation of the returned heartmate 3 system controller. Visual inspection revealed the bottom left screw hole of the backup battery cover was damaged. The helicoil was observed to have a damaged thread, which resulted in the inability for a screw to be properly threaded. Of note, the backup battery cover screws were not stripped and were in unremarkable condition. The system controller underwent functional testing and passed without issue. The root cause for the reported event was determined to be a damaged helicoil; however, the root cause for the damage was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged helicoils. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to install the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per the ventricular assist device (vad) engineer, the screws in the system controller did not screw in when trying to place the cover over the backup battery. This was considered and out of box failure, and the controller was not used.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.